Manufacturer narrative:
Re-submitting this case (3002807350-2016-00003) as per us FDA cesub help desk's advise on 29-september-2016. Exemption number: e2010016. Jmss (the manufacturer) is submitting the report on behalf of jmsna (the importer). Although we have not established that the device caused or contributed to the event, we are reporting it out of caution to be in compliance with 21cfr part 803. We cannot rule out causality. Due to unavailability of actual sample involved in the event, we are unable to verify the actual cause of the reported claim. From reserve sample evaluation and device history record review, there was no abnormality found and the complaint lot met the qa specifications prior releasing it to the market. Based on the information received from the clinic, during visual inspection prior to usage of the set, the nurse did not notice any abnormality on the set. The detachment of tube from wing assembly occurred after the dialysis treatment process and while the nurse was retracting the needle set into wingeater safety guard. There was no leakage observed on the set for the entire treatment and the patient blood loss was very minimal as it occurred at the end of treatment. There was no accidental needle stick injury involved at the time of the incident occurred. However, the patient is assessed as high risk for communicable disease due to his illicit drug use. The nurse doesn't know if the patient is actually positive for any communicable disease. Nevertheless, we have taken corrective action based on the suspected causes. We will monitor our production process to prevent the recurrence of such reported defect. (B)(4) will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers. (B)(4). Device was not returned to manufacturer.

Event description:
Facility's ((B)(6)) initial report: needle and tubing separated when removing needle. Needle broke off tube while sheathing it. While removing needle from patient and sheathing it per policy, the needle popped of the tubing causing blood splatter and needle stick risk.